Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2016 that a customer had an issue with a co2 detector. The customer reports co2 detector with bellows malfunctioned. Feeding tube was in the lung. Checked co2 detector 3 times with no color change.

Manufacturer narrative:
Submit date: 11/15/2016. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. A corrective action is not required at this time. This complaint will be used for tracking and trending purposes.